Event description:
Customer reported the system will fluoro but will not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded system software and replaced the camera, aligned the camera, and adjusted the iris stop setting and focus. System operates as intended.